Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, explanation of deflated implant, patient "could feel the edges of right implant", "right breast was smaller than the left", sagging of the breast, and "grade iii breast ptosis." Record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on march 03, 2024. With lot number: 1828196. Based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge assessed as unidentified (tear). As per the investigation procedure, crease and wear abrasion completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported, explanation of deflated implant, patient "could feel the edges of right implant", "right breast was smaller than the left", sagging of the breast, and "grade iii breast ptosis." Record is for right side. Device has been explanted.